Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4), lot number 62608. The events of choroidal effusion and low intraocular pressure are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding future treatments and or any updates has been requested. No additional information is available at this time. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported during the one week post op visit, patient presented with choroidals. The patient¿s iop was 2 mmhg on day one post op and 3 mmhg on the one week post op, choroidals were not present on the day one post op. The chamber was deep. Standard post op care and monitoring have been provided. Affected eye is right. The device remains implanted. The events have not been resolved but improving with iop slightly higher and choroidals significantly smaller by next post op visit.